Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: rate was set at 100 ml per hour and antibiotics finished in 20 minutes.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was returned for evaluation. The reported complaint was not confirmed. A volumetrics testing of 100ml/hr and 37.08ml (piggyback; dl: metr500) tested in specification three (3) times: 1st test: 36.8ml or 99% of expected volume. 2nd test: 36.9ml or 99% of expected volume. 3rd test: 36.9ml or 99% of expected volume. The log review shows on 6/4/2021 and 9:58am an infusion piggyback start of 100ml/hr and 1 hour (dl: metr500; 500mg/hr). At 10:21am with a volume infused to 37.08ml infusion was stopped and pump was placed on standby. If additional pertinent information becomes available a follow-up report will be filed.